Event description:
A report was received that the patient was experiencing discomfort at the pocket site and was having difficulty charging. The patient had weight loss and the ipg moved. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and was having difficulty charging. The patient had weight loss and the ipg moved. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and was having difficulty charging. The patient had weight loss and the ipg moved. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient's weight loss, which was not related to the device, caused the discomfort and the charging issue. The ipg was rotated in the pocket. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that all device components were explanted and device malfunction was not suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.